Manufacturer narrative:
E1. Initial reporter phone#: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the trach balloon did not fill correctly. The tracheostomy tube was changed twice a month. There was patient involvement, and no patient harm or injury.